Manufacturer narrative:
The returned ipg passed the functional test and revealed no anomalies. It is indicated that the leads and lead splitters will not be returned for evaluation therefore a failure analysis of the complaint devices could not be completed. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient underwent an explant procedure due to ineffective therapy.

Manufacturer narrative:
Additional suspect devices: reference number 10723851, product family scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch 16707283. Reference number: 10710952, product family scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 16725001. Reference number 10723887, product family scs-splitters, upn: (B)(4), model: sc-3400-30, serial: (B)(4), batch 16707283. Reference number: 10710989, product family scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 16452337.

Event description:
A report was received that the patient underwent an explant procedure due to ineffective therapy.